Event description:
It was reported that the flex deflectable videoscope had poor video image quality and presented error code e226. The issue was identified during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrections added to fields: d5. Additional information added to fields: d8, h3, h4, and h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: an e218 error message occurred. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: electrical contact failure may have temporarily occurred by accumulated electrical stress from energizing internal board of the video connector (including electrical parts on the boards), accidental static electricity, overcurrent from attachment/detachment while the system was on, etc. Which led to unstable image signal output due to the above negative effect. Eventually, connection to the system became defective. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.